Event description:
It was reported that healthcare provider (hcp) called manufacturer representative (rep) indicating patient was having behavioral changes like depression and thoughts of harming herself. Caller reports the nurse advised the patient to turn off the stimulation and go to the ER. Caller reported the physician was not there.  The patient represenetive called and stated that the therapy was initially turned on jan 2nd , and had the therapy adjusted up by rep on february 6th. The caller stated maybe within the last 4 - 2/3 weeks the patient has been paranoid and accusing the caller of things. The caller stated the patient's personality is not what it was and they don't know if that has something to do with the therapy. The caller was wondering if the therapy needed to be adjusted. Patient service specialist reviewed and redirected to healthcare provider. Patient rep mentioned that they have an appointment with rep. The caller wanted to get in contact with the rep. Patient services (pss)  sent an email to the rep with this request.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.